Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that he had met with the patient, who stated that a surgeon had changed her program and that she ¿no longer had the ¿ms like symptoms¿ that she had been displaying.¿ the hcp again offered to have the patient meet with a rep, but the patient declined, stating that she ¿was not mentally ready to meet with him yet.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a government reporting agency reported the patient had ¿experienced pelvic and sacrum pain, dizziness, as well as debilitating neurological symptoms of leg tremor, leg giving way underneath [her] while walking, balance problems, walking and mobilization from sit to stand issues, as well as arm tremors, and only 1 arm moving when walking¿ as of (B)(6) 2019. The patient stated that these ¿symptoms impacted [her] life to the extent of hardly [being] able to walk unassisted and using a walking stick for support at other times.¿ it was noted the patient had switched her device off sometime between implant and (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0216368248, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that they had experienced poor leg mobility. The patient further reported that they had a ¿weird neurological condition¿ and wanted to have an MRI. Details regarding MRI restrictions were requested. The patient reported they had already turned off their device; the patient was then redirected to their healthcare professional (hcp) or a hospital emergency department. The hcp met with the patient and later reported through a rep that the patient had fallen and her left-sided ¿leg weakness began soon after the fall.¿ x-ray imaging of the lead location on the patient¿s right side was performed and the lead ¿appeared to be in the correct position and had not appeared to have moved.¿ the hcp noted the patient¿s implantable neurostimulator (ins) was in the patient¿s left side and the hcp ¿doubted that it would have caused any issue, but planned to see the patient on may-21 and had offered to relocate the ins.¿ the patient ¿declined his offer¿ at that stage and reported she was ¿happy with the location of the ins.¿ the patient refused to meet with a rep and instead indicated that she had a surgeon who would be able to test her device. There were no further complications reported or anticipated.

Event description:
Additional information received from the hcp through a manufacturer representative reported the ¿symptoms she previously complained of had subdued, but recently, within the last few weeks, the patient was now complaining of: involuntary movement of her arms, neck spasms, and leg cramping and spasms.¿ it was stated that the patient ¿felt these symptoms were a result of stimulation as since she turned the system off, these symptoms had ceased.¿ the patient¿s previously reported fall was noted to have been a ¿heavy fall postoperatively in 2019-feb.¿ since the previous follow-up, the patient indicated that she had met with a urogynecologist who ran an impedance test and reprogrammed the patient. Pictures taken by the patient of the impedance test results indicated that all electrodes were within normal limits and that two bipolar electrode pairs had impedances of >4000 ohms when tested at 1.0 v. It was noted the bipolar pairs were believed to be electrodes 1-2 and 2-3; all other bipolar pairs were within normal limits. The nature of the programming changes that were made was unknown at the time of follow-up. X-ray imaging performed at that time from an ap and lateral aspect showed no changes in lead position, but possibly a very minute shift of the ins in the pocket. The patient later turned her device off herself, her symptoms subsided, and the device remained off at the time of follow-up; the patient was symptom free since turning the device off. The patient¿s hcp gave her a couple options to consider of either having her system completely removed or the lead repositioned to the contra-later side, but in the meantime was going to give the patient botox. It was noted that only the planned use of botox had been scheduled at the time of follow-up. The issue remained unresolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
B3: please note that only the month and year are known at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.